Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en y) procedure, the staples and tissue were pushed, rather than properly transected, by the blade of an unspecified stapler reload while using a sureform 45 stapler instrument. The issue was resolved by using a backup stapler instrument and an unspecified stapler reload to resect the damaged segment of the staple line and create a new staple line. Although operative time was extended, the procedure was successfully completed robotically without further complications. Additional information has been requested; however, no response has been received. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There were two sureform 45 stapler instruments used during the procedure, and it is unclear which was involved with the reported event. A review of the stapler log shows that sureform 45 stapler instrument, (lot number: k12250801-0074), was used first. It was installed on the system seven times and fired six sureform 45 green reloads. On installs 1, 2, and 4-7, all clamps were successful, and the firings were each completed with no pauses for compression. On install 3, a green stapler reload was installed, however no clamping or firing was attempted. Next, the logs show sureform 45 stapler instrument, (lot number: k12250801-0076), was installed on the system six times and successfully fired six sureform 45 reloads (3 green, 2 white, 1 green, in that order). There were no stapler related errors in the logs.

Manufacturer narrative:
Updated sections: d2a, d4, g3, g6, h2, h6, h11. Additional information: the stapler reload involved with the reported complaint was a sureform 45 green reload.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, g3, g6, h11. Corrected data: the g3 field on follow-up #1 MDR was submitted incorrectly with a date of "03/25/2025". The correct date for the g3 field of follow-up #1 MDR should be "03/25/2026".